Event description:
The customer reported that the t:slim x2 pump battery was not charging. There was no mention of any adverse impact on the customer's blood glucose level. To resolve the issue, the customer tried using a different charging cable that was not from the original manufacturer and connected it to a laptop port, which successfully enabled the pump to begin charging. No further assistance was required.